Event description:
It was reported that the insertable cardiac monitor (icm) was recording false pause episodes. The programming was already set to the most sensitive, so no changes were recommended. The device remains in service. No adverse patient effects were reported. Additional information was received the device was explanted due to the sensing. Another manufacturer's device was implanted as a replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) was recording false pause episodes. The programming was already set to the most sensitive, so no changes were recommended. The device was explanted and another manufacturer's device was implanted as a replacement. No adverse patient effects were reported.